Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 09-jun-2020. The most recent information was received on 25-aug-2020. This spontaneous case was reported by a consumer and describes the occurrence of musculoskeletal pain ('muscle and joint pain') in a 44-year-old female patient who had essure (batch no. C35394) inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. In 2017, the patient experienced musculoskeletal pain (seriousness criteria medically significant and intervention required), fatigue ("continuous fatigue"), rhinitis ("chronic rhinitis"), ear pain ("earache"), skin irritation ("skin irritation"), disturbance in attention ("loss of concentration"), irritability ("irritability") and depression ("depression"). The patient was treated with surgery (removal of essure). Essure was removed on (B)(6) 2020. At the time of the report, the musculoskeletal pain, fatigue, rhinitis, ear pain, skin irritation, disturbance in attention, irritability and depression outcome was unknown. The reporter provided no causality assessment for depression, disturbance in attention, ear pain, fatigue, irritability, musculoskeletal pain, rhinitis and skin irritation with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-aug-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 09-jun-2020. This spontaneous case was reported by a consumer and describes the occurrence of musculoskeletal pain ('muscle and joint pain') in a (B)(6) year-old female patient who had essure (batch no. C35394) inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. In 2017, the patient experienced musculoskeletal pain (seriousness criteria medically significant and intervention required), fatigue ("continuous fatigue"), disturbance in attention ("loss of concentration"), irritability ("irritability"), depression ("depression"), rhinitis ("chronic rhinitis"), skin irritation ("skin irritation") and ear pain ("ear ache"). The patient was treated with surgery (removal of essure). Essure was removed on (B)(6) 2020. At the time of the report, the musculoskeletal pain, fatigue, disturbance in attention, irritability, depression, rhinitis, skin irritation and ear pain outcome was unknown. The reporter provided no causality assessment for depression, disturbance in attention, ear pain, fatigue, irritability, musculoskeletal pain, rhinitis and skin irritation with essure. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.